Manufacturer narrative:
Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged. A revision procedure has been scheduled at which time the physician will attempt to reposition the lead. No adverse patient effects were reported. This lead remains in service at this time.